Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, gaia 1st, conquest pro; guide cath: taiga 6fr ebu3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the concentric, heavily calcified, moderately tortuous, 100% stenosed, chronic total occlusion below the bifurcation of the right coronary artery (rca) during the pre-dilatation first inflation attempt with a 1.50 x 15 mm mini trek balloon dilatation catheter (bdc) the balloon ruptured at 7 atmosphere (atm). Although there was noted resistance during advancing the bdc and none during removal of the device, there was no reported adverse patient effect. A 2.0 x 15 mm non-abbott bdc was performed then a 2.0 x 8 mm trek bdc was completed. It was noted that intravascular ultrasound (ivus) did not cross the lesion and the stent implant was abandoned and the procedure was concluded. There was no reported clinically significant delay in the procedure. No additional information was provided.